Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: gladiator elite 6.0 x80, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 5mm proximal of the proximal markerband. The rated burst pressure for this device is 24 atmospheres as per gladiator specification. There were no issues or damage observed to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 26oct2023. It was reported that balloon leak occurred. The occlusive stenosed target lesion was located in the mildly tortuous and liver cirrhosis hepatic portal vein. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, upon reaching the lesion site, the device began to expand under pressure and when reached to 2 atmospheres, the pressure gauge could not continue to hold pressure. Leakage of the balloon was then observed. The device was simply removed, vitro test confirmed that the balloon leak liquid. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure. However, returned device analysis revealed that balloon had a pinhole.